Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
During the device evaluation, damaged driveshaft bearings were found. A damaged bearing can increase the friction in the device, which is a probable cause of the reported overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.